Manufacturer narrative:
Visual examination of the cross connector revealed indentation marks. A x20 inserter was used to do a functional check, it was noted that the center set screw, used to tighten the male body into the female one, was seized. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the sfx ti set screw becoming seized cannot be positively determined. A possible root cause may have occurred due to cross-threading a set screw during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product (sfx 5.5 transv conn 41-49 mm,1894-01-405, om9373) was used on (B)(6) in 2017. After located the reported product to the adequate positon, the surgeon tightened all screw of the reported product. But the reported product could move from side to side. The center screw of reported product did not move. But, the reported product could move from side to side. It was first experience to the surgeon. There was no adverse consequence to the patient. The surgery was successfully completed by finally replacing the reported product with the alternative one.